Event description:
Three patient samples with discrepant sodium and potassium results when compared to another analyzer, same methodology. Only 2 examples were provided. Patient 1, initial sodium gave 115 mmol/l; repeat gave 126 mmol/l. Patient 2, initial sodium gave 114 mmol/l; repeat gave 135 mmol/l. Initial potassium gave 2.9 mmol/l; repeat gave 3.8 mmol/l. Initial results were not reported. The field service representative determined the cause to be a hole in the tubing for the high concentration waste. The tubing was replaced.